Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported aviva system blood glucose results of 10 mmol/l, 7 mmol/l, and 15 mmol/l within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.